Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, intermittent right ventricular (rv) undersensing causing pause episodes was noted on the device. Programming changes were made. Undersensing was still noted after programming changes via remote transmission but patient was stable. No further intervention decided. The patient will continue to be monitored.

Event description:
New information received notes that the patient experienced multiple false positive episodes. The device was explanted from current position and re-implanted under the left breast. The device was repositioned successfully without any complications. The patient was stable.